Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A device history review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
A sample is available for evaluation. It is yet to be received.

Event description:
The event occurred on an unknown date. The customer reported during a trial of 102" (259 cm) transfer set, pur standardbore/smallbore w/microclave clear, dual check valve, 1.2 micron filter, luer lock there were reports of air in the line, large quantities and bubbles, after the infusion had been running. There was no reported harm.